Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. The breach in aseptic technique was further described as improper operation. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was currently hospitalized and treated with unspecified "anti-inflammatory" drugs for the event. The patient outcome was not reported. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.